Event description:
Patient received an implant on (B)(6) 2012 of a bifurcated device and a 34 mm aortic extension. A computed tomography scan revealed a slight infolding of the proximal edge and a proximal type I endoleak. It was reported that sometime in (B)(6) 2012 the patient was treated with a competitor's aortic extension and a balloon expandable stent which corrected the endoleak.

Manufacturer narrative:
Based upon the review of lot records/work orders and prior reports no issues with the lot were noted. Actual device not returned hence no device evaluation performed. However computed tomographic reports and scans were provided by the hospital. Based upon the review of the computed tomographic reports and scans by clinical representative it is indicated that the patient was treated outside of the IFU. Patient presented with short non-aneurysmal neck measuring less than 15mm, highly angulated neck greater than 60 degrees, and presence of thrombus in the proximal landing zone. Also, the disease progressed as the aneurysm grew from 6.8 cm to 8 cm. Both the patient conditions and off-label use of the device have likely caused the endoleak and slight in folding of the device. Endoleaks are a known risk of the procedure, as identified in the product labeling.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.